Event description:
It was reported that balloon rupture occurred. The 60-70% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A mustang 4.0 x 80, 75cm was selected for use. During the procedure, the balloon burst upon first inflation at 10 atmospheres for 30 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 18mm in length and was located in the mid region of the balloon. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 60-70% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A mustang 4.0 x 80, 75cm was selected for use. During the procedure, the balloon burst upon first inflation at 10 atmospheres for 30 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.